Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. The event history log (ehl) review was performed. The event date was not provided. The there are multiple "reload set!" Messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'would not dispense the right amount of drug' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not dispense the right amount of drug. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.